Event description:
The pharmacist and local hospital vigilance correspondent reported development of a corneal abscess in a patient who had been wearing precision uv contact lenses for 48 hours. The pharmacist reported the incident. For the associated lens care solution, the pharmacist reported that there was a risk of endophthalmitis and consequent loss of visual function. Request has been made to obtain additional information, however, no further information is available.